Event description:
Caller reported not noticing insulin drops at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to remove air from the cartridge and use room temperature insulin before proceeding with filling. Customer was instructed to replace tubing, remain disconnected from their site, and attempt the fill tubing step again. Customer acknowledged these instructions and planned to call back to continue troubleshooting.